Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) no anomalies found; visual analysis noted the proximal conductor distorted.

Event description:
It was reported the lead was attempted, but not used due to positioning difficulty. This was reported during the implant procedure; the device was not implanted. No patient complications have been reported as a result of this event.